Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that there was seepage at the level of the stoma site, with formation of an outgrowth which was pierced: lightly bleeding. The liquid was analyzed and the patient had oral antibiotic treatment after identification of the germ by the physician. No information provided regarding the name of the antibiotic.